Manufacturer narrative:
Investigation summary: ventricular fibrillation/ arrhythmia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1955589. Device history batch: sub-component lot: n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient developed torsades de pointes an ultrasound was performed and the device position was confirmed as appropriate. The patient also went into ventricular fibrillation (vfib) and was shocked by automatic implantable cardioverter defibrillator (aicd) 4 times. It was reported that the procedure was successful and the patient was stable.